Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2. (Unmark company representative.) Additional information added to field d9, d10, h4, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint light guide was broken confirmed. Based on the results of the investigation, it is likely the light guide broken due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hysteroscope's light guide bundle was broken. The issue occurred during preparation for use. A therapeutic electrocautery of the prostate procedure was performed. The procedure was completed with a similar device. There was no delay, and there were no reports of patient harm.